Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that on boot up, the system displayed a no video detected message. The surgeon rebooted the monitor, which did not resolve the issue. While the clinical consultant (cc) was on site, they performed a hard reboot on the computer, which resolved the issue. The cc rebooted the system several times and was unable to replicate the initial issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036r, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for system displayed a no video detected message. A1102 was coded for no video detected message. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.